Event description:
Pseudomonas in knee fluid; knee arthritis disease progression. Information was received on 24-jul-2006 from a male patient, with a history of arthritis in both knees. In 2004, the patient had three weekly synvisc injections in the right knee. The patient received the first synvisc injection into his left knee the same day he received the third injection in the right knee. Two days after the second synvisc injection in the left knee, he experienced pain and swelling in the injected knee. Fluid was removed from the swollen left knee, and sent for culture. The patient went back to work, but the pain and swelling persisted. A few days later, he was hospitalized because the culture results revealed bacteria. He received antibiotics, and his left knee was "irrigated" for 2 to 3 days. The patient also stated that he underwent bilateral knee replacement in 2005. At the time of this report, the patient's outcome was unknown. Additional information was received on 31-jul-2006 from the patient's physician. The physician confirmed that the culture results had grown pseudomonas and stated it was possibly related to the synvisc injections. The physician also confirmed that the patient's bilateral knee replacement was for performed due to disease progression and it was unrelated to treatment with synvisc. No further information was provided.